Event description:
The positioner of the ureteral stent was left in the pt after the procedure was complete. The issue was primarily a physician one. However, in some cases the physician states that the positioner is not long enough to leave some of the positioner outside the body to hold on to. In this case, the positioner was flush with the meatus and then left inside the pt. There is only a small ring that is radiopaque and we feel a larger ring would help identify if the item is left in the pt.